Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to foreign material such as residual medical solution, scale, stain of sebum, dust, and lint from gauze adhered to the electrical contacts in the video connector or video system center as occurrence factors. Moreover, from the above confirmation result, presumably moisture or water invasion effected on the circuit board mounted in the connector and/or image sensor since the leakage from universal cord was confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
A customer reported to olympus, images on endoeye flex deflectable videoscope blacked out during surgery. The image was restored immediately, and the therapeutic laparoscopic procedure was completed with the same device. There were no reports of patient or user harm associated with this event.